Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced bleeding at the sensor insertion site. The sensor was inserted into the leg on (B)(6) 2018 at 7:00pm. The patient indicated an hour after the sensor was inserted, blood started running down their leg. The patient removed the sensor and the bleeding continued even after applying pressure with gauze pads. At 10:00pm, the patient went to the emergency room and the physician applied more pressure to stop the bleeding and was released to go home several hours later. At the time of contact, the patient was doing good. No additional patient or event information if available. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.